Event description:
On (B)(6)2023, it was reported by a sales representative via phone that an ar-3636h, batch: 15087890, prong broke during insertion, while in the joint space of the patient. The broken fragment was removed using a grasper. This was discovered during a hip labral repair on (B)(6)2023. The case was completed by using a new ar-3636h with no further issues.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.